Event description:
Reports received from mhra and northern ireland adverse incident centre (niaic) stated that ventilator tubing was disconnected. The action taken was to disconnect from ventilator. Ventilation breaths via neopuff given while tubing changed. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device serial number is unknown.

Manufacturer narrative:
No service on the ventilator was requested. Further information from the healthcare facility stated that they have used a fixing device of another brand for the patient tubing within the incubator that they had never used before, which was not designed for this purpose. It appeared that the device had sharp edges and was clamped close to the y-piece and was held tightly. High frequency oscillatory ventilation (hfov) was used, and staff believe that the vibration in conjunction with the unsuitable clamping device caused the tubing to severe. The staff were immediately aware and replaced the patient tubing. The clamping device have been disposed of.the healthcare facility confirms that there are no indications of a ventilator malfunction as well as no issue with the patient tubing. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).